Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical site that on (B)(6) 2017, two days prior to admission the patient reported having decreased energy, increased light-headedness, and was noted to have pale conjunctive by his wife. It was stated that the patient was transfused three units with an increase of his hemoglobin to 7.7 g/dl. After an appropriate decrease in his I international normalized ratio (inr), patient underwent upper endoscopy with a push enteroscopy with cardiac anesthesia on (B)(6) 2017 and was found to have an actively bleeding peri-ampullary arteriovenous malformation (avm), which was clipped with adequate hemostasis and although prepped for a colonoscopy a colonoscopy was not performed as the gastroenterology team had felt that this was the most likely source of his bleeding. It was stated that the patient did have a slow trend down of his hemoglobin with decreased flow excursion on his ventricular assist device (vad) on 2/25 and received an additional transfusion.  Prior to discharge with his hemoglobin of 7.0 and the likelihood of other avms based on his history he was transfused two additional units to achieve a goal of 9.0. Throughout his hospital stay the patient required a total of 10 units of packed red blood cells (prbcs). It was stated that the issue was resolved on (B)(6) 2017. No additional information available.